Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, general purpose operating system and real tine operating system were replaced, and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.